Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report for the date range when issue is reported. The reported event is confirmed however its expected behavior. After thorough investigation , we saw user did time change causing the reports to show wrong date and time in reports generated. To assist with the resolution , provided the below feedback to helpline support team. Reports are failing due to overlapping data between two set of uploads made on april 2026 range. In below weekly review report , it clearly shows that if we generate report for 1st april 2025 to 12th april 2025 , we see a forward time change event showing up in the report and all pages are blank. So this confirms that user did a time change to april 2026 during april 2025 and has been uploading data in 2026 from 2nd april 2025 till 12th april 2025. So when we are trying to generate report its erroring out because there are 2 different set of data available for same timeline during this period. This is expected behavior. However reports from 14th april 2026 , reports are generating as expected. Also from 1st march to 30th march 2026 reports are generating fine refer weekly review report : conclusion : any time if user wants to generate report for march and april 2026 , please exclude dates between 31st march 2026 to 13th april 2026 and generate report it should show data. Unfortunately we cannot retrieve data between 31st march 2026 to 13th april 2026 due to the time change event. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is due to time change made by user in pump. Helpline has not confirmed whether the provided feedback has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for conflicting data in carelink report generation for month of april. The customer reported no adverse event. The event involved product mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-7333.